Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the camera head had an unidentified problem. During evaluation, the following reportable issue was found: a no image problem. There were no reports of patient harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction confirmed. In addition, the following non-reportable malfunctions was found during the device evaluation: cable is deteriorated. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed due to failure of charged coupled device. Olympus will continue to monitor field performance for this device.